Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The emboshield is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately calcified and tortuous anterior tibial artery. The emboshield nav6 embolic protection device filter was advanced into the patient anatomy over the barewire guide wire. A non-abbott atherectomy device was advanced over the guidewire and atherectomy was performed. During removal of the atherectomy device, the device became stuck on the guide wire and was unable to be removed, so all devices, including the filter, were removed as a single unit. The filter was removed without use of the retrieval catheter, and during removal, filter debris embolized and became trapped in the introducer sheath, which was also removed. No emboli entered the patient. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the case information a cause for the reported difficulty to remove could not be determined. In this case, it is possible the space between the barewire and the lumen of the ancillary device became reduced during the procedure or there was interference\contact with the proximal edge of the filtration element and the atherectomy device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.